Event description:
A pt underwent revision surgery to remove a spinal interbody device which had migrated, causing nerve pain.

Manufacturer narrative:
Verbal information supplied by initial reporter indicated the event was likely the result of the pt's condition of severe spondylolisthesis and scoliosis. Evaluation of the device not performed as no device was returned for evaluation.